Manufacturer narrative:
Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that when connected to the otv-s300 processor, the camera passed all tests in accordance with the original equipment manufacturer service manual. The camera was left on soak test for 3 working days, but the customer reported fault was not seen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd 3cmos autoclavable camera head had a scope communication error (e226). The issue was found during preparation for use. There was no therapeutic procedure delay. There were no reports of patient harm.